Event description:
Additional information was supplied by the distributor indicating that this lead was capped on (B)(6) 2016 for high thresholds. No additional information was supplied.

Event description:
It was reported that thresholds were unable to capture at maximum outputs in all vectors. The patient also has diaphragmatic stimulation in all vectors.